Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during a bile surgery procedure, the operational nurse was not able to flush the catheter with nacl. A couple attempts were made to flush with no success. The final attempt to flush worked; however, a 3.5 cm plastic rod with sharp ends came out of the catheter. No patient consequence to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.